Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 96 mg/dl at the time of the call. The customer was given glucose gel to treat. The customer experienced symptoms such as a headache and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer alleged an over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.